Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction, no patient harm occurred. This complaint has been evaluated as a complaint investigation type 1 case. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. There is one other complaint associated with this device, a separate 3500a form has been completed to address the other malfunction. Reported to the FDA on: may 24, 2016.

Event description:
Complaint received from a nurse reporting a deflation issue with the device. A patient was admitted from a different facility with the device in place. The indication for use of the device and duration of use are unknown. Reason for removal of the device is also unknown. Reporter stated "upon attempted removal of the device, it was noted that both the inflation port and irrigation ports were missing." Reporter was calling for advice on how to remove device since the ports were missing. Instructions were given to cut the catheter so that the inflation port will deflate. The reporter initially stated "was able to successfully remove the device from the patient," although it was noted during a follow-up call that the device had been removed successfully. No further information was provided including treatment or outcome.